Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right groin exploration with plastics closure, the pencil was being used by the plastic surgery team. They set it down and the machine started running on its own. When looking at the machine, the coagulation numbers kept changing on their own and extremely high in the high 100s. It would not stop running until was turned it off. When turned back on, the pencil would not allow to adjust any numbers and once again was showing numbers in the high 100s. Machine was taken out of service. The patient suffered a burn that was the length and width of a pencil tip. Approximately 2 centimeters in length and 2 millimeters in width.